Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Nine events were reported for this quarter. Nine devices were received for evaluation. Nine events were confirmed. Nine devices were found to be affected by missing components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 9 malfunction events in which the device disassembled. Eight reported events has no patient involvement; no patient impact. One reported event has no known patient involvement; no known patient impact.